Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported complaint for separated/loose was not confirmed. However, visual examination of the unit found the reservoir ruptured. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii corrective and preventive action (CAPA), im-CAPA (B)(4) was opened to investigate the root causes that led to the rupture condition. A batch review was conducted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that the balloon of one (1) half day infusor device had become "detached and the solution leaked in the space between the inner balloon and external chamber of the pump." This was observed during set-up. According to the report, the device was being filled with 2.0g of desferrioxamine in 60ml of 0.9% sodium chloride. There is no patient involvement. No additional information is available.